Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced a skin reaction at the infusion site on the abdomen after approximately 49-71 hours of pod wear, which subsequently progressed to an infection. No impact on the patient¿s blood glucose levels was reported. The infusion site developed redness extending beyond the adhesive, warmth, pain, inflammation described as a lump resembling a marble, and purulent discharge (pus), prompting the mother to seek medical attention. The pod was removed at home and a new pod was applied to a different site. The patient was subsequently transported to the queen elizabeth hospital, where they were diagnosed with cellulitis. Flucloxacillin was initially prescribed but was not tolerated; subsequently, co-amoxiclav was prescribed at a dosage of 2.5 ml three times daily for five days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.